Event description:
A customer reported that there was no air flow in the infusion line during surgery. The tubing and cassette were exchanged. After a 15 minute delay, the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).